Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. It was reported that the set screw driver broke. No patient complications were reported.

Manufacturer narrative:
Additional info: the first ¿32mm of component has broken off. The fracture is consistent with overload. It has been identified that the slots have been orientated incorrectly from the supplier. The incorrect orientation has shown to cause the shaft to fail at a lower torque spec. (B)(6)

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.